Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware. The fse adjusted the cuvette wash valve, replaced the sodium electrode, potassium electrode, chloride electrode, reference electrode, reference electrode block, photointerrupter, buffer valves and printed circuit board which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high sodium (na) patient results and quality control (qc) issues on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer verbally provided an example of the erroneous results for one (1) patient sample.